Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The company service representative examined the system and replicated the reported event of low lamp life. The xenon lamp was replaced to resolve the issue. The company service representative was informed the issue with the gas was not related to this system. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. A review of the system¿s event log from the time of the reported event revealed that system message (sm) ¿the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service¿ was displayed. The system message is only an advisory for the user to replace the lamp after it has reached 400 hours and can only be cleared by the user pressing a button on the screen. The lamp can still be used after this system message is acknowledged. The root cause of the reported event can be attributed to the xenon lamp, which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. The system was found to have no problem for the reported event of the gas issue. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported low life of lamp and a gas leak. Procedure details and patient impact have not been provided. Additional information has been requested.